Event description:
It was reported that, surgeon commented on pt's tibia pain. He noted radiolucency at tibia and femoral components and valgus alignment. Removed all components.

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided in a supplemental report. This is the same pt/event as MFR number: 9610726-2012-00181.